Event description:
It was reported that the end user alleges the l-4r scooter will go forward or backwards and the unit will shuts down. Dealer has the scooter. Dealer test drove it and it shut down after a few seconds. Dealer states that it blinks 6 times and tech services explained that it is a throttle pot